Event description:
Initial screening on 3/9/95 indicated a single fracture. Repeat screening on 10/6/95 indicated a second fracture with possible protrusion. No lead extraction was attempted due to the pt's poor health. The pt expired at home on 10/26/95. Although lead involvement cannot be ruled out in that no autopsy was obtained, following cardiologist is of the opinion that death was probably due ot an unrelated ventricular arrhythmia.